Manufacturer narrative:
The initial MDR 2432235-2017-00632 was filed on 08-dec-2017. Additional information (23-jan-2018): a siemens headquarters support center (hsc) specialist reviewed the event data. The hsc specialist determined that the final diluted of 2,485,578 miu/ml for the patient was much higher than typically seen for any gestational week of pregnancy. For example, the highest concentration seen in pregnant women is approximately 250,000 miu/ml at the peak of human chorionic gonadotropin (hcg) concentration. With an hcg result being so high, there is potential that the customer was observing a high dose hook effect causing the initial lower neat values. As per advia centaur xp total hcg instructions for use, "patient samples with high hcg levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with hcg levels as high as 400,000 miu/ml (iu/l) will assay greater than 1000 miu/ml (iu/l)." The hsc specialist concluded that the potential cause of the lower hcg results was due to hook effect and the high hcg value of 2,485,578 miu/ml was not consistent with the hcg "concertation" that would be expected for any gestational week. The device is performing as intended. No further evaluation of device is required. MDR 2432235-2017-00633_s1 was filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls and calibrations were within the acceptable range. No additional discordant results were obtained. The cause of the discordant, falsely low thcg results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2017-00633 was filed for the same event.

Event description:
A discordant, falsely low total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on an alternate advia centaur xp instrument, also resulting falsely low. The sample was run with serial dilutions as the result was not consistent with the gestational age. The sample was automatically diluted with dilution factors of 1:5 and 1:200 and was run on the alternate advia centaur xp and original advia centaur xp instruments respectively, resulting above assay range. The sample was then manually diluted with dilution factors of 1:5, 1:10 and 1:20 on the alternate advia centaur xp instrument, resulting as above assay range for 1:5 and 1:10 dilution factors. While, a specific value was obtained for 1:20 dilution run, resulting higher than the neat runs. The sample was also run with 1:1000 and 1:4000 dilutions. No values were provided for those dilutions. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low thcg results.